Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a non-device related fall in late (B)(6) 2022, after which there was a loss of stimulation and a return of pain. Fluoroscopy revealed that the lead had migrated cephalad by one segment, and the implantable pulse generator (ipg) was reported to be depleted. The device was reprogrammed multiple times without improvement in therapy. The patient subsequently underwent an explant procedure during which the scs system was removed. The devices were not returned for manufacturer analysis as they were discarded by the medical facility.

Manufacturer narrative:
B3: exact date unknown, event occurred approximately late january 2022.